Manufacturer narrative:
Other relevant device(s) are: product ID: etlw1613c156e, serial/lot #: (B)(4), ubd: 17-aug-2022, UDI#: (B)(4); product ID: etlw1613c156e, serial/lot #: (B)(4), ubd: 17-aug-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcate stent graft system was implanted in the endovascular treatment of an abdominal aortic aneurysm. It was reported through technical services via the patient, that the patient had been experiencing muscle spasms since the index procedure, which had started in the upper back and now are in the patient's legs. The patient also reported bleeding since the procedure and an e.coli urinary tract infection (uti). It was then confirmed through the sales rep that the patient was discharged the following day after the index procedure. A CT was pe rformed one week later which showed no stent graft issues. The patient was treated with oral antibiotics for the uti that was thought to have occurred from the catherization during the index procedure. The patient had a small skin infection at the implant site that was also treated with antibiotics. A later MRI showed some spinal issues that contributed to her back pain. As per the physician the procedure contributed to the patients issues and not the stent grafts themselves. No additional clinical sequalae were provided and the patient will be monitored.